Event description:
It was reported by the customer that a pyxis medstation es system drawer 4 and 5 had failed, causing delay in accessing the required medications. The customer stated that they had to go to pharmacy to retrieve the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer found that cabling was disconnected behind drawers along with broken retractor band. Removed all row board cables on main unit and reset removed medications between pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that station had a failed drawer due to disconnected cablings and broken retractor band. A field service engineer troubleshooted the drawer replaced the retractor band, removed all cables and reset. Removed medications between pockets on multiple drawers to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4 and 5 had failed, causing delay in accessing the required medications. The customer stated that they had to go to pharmacy to retrieve the medications. There were no adverse events or injuries reported based on this incident.